Manufacturer narrative:
The reported failure of a ventilator service required is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. The device mentioned in this complaint has exceeded its useful life per the applicable IFU.

Event description:
The manufacturer received information alleging a ventilator service required error generated due to a failed significant event log test step failing on a trilogy evo device. The device was not in use on a patient at the time of the occurrence. During the evaluation it was noted that an error code, perm_fail_int_li_ion, was observed on the device's error log. The device evaluation does not identify any specific component malfunction that would need to be replaced to resolve the ventilator inoperative and ventilation service required conditions. The were no repairs and/or parts replaced to address these error codes found on this device; therefore, no additional repair information was provided. The root cause isn't confirmed at this time. The active exhalation purge test step had failed on the device. The third-party service technician evaluated and determined the active exhalation control module (aecm) had caused this test step to fail on the device. In conclusion, the aecm was replaced to address the issue. The root caused is confirmed for the failed active exhalation purge verification test step. Additionally, during the service of the device, the internal battery was replaced for a failed internal battery capacity test step. This was unrelated to the reportable issue. The power cord clamp, handle o-ring, and rubber feet were replaced due to missing on the device. This was unrelated to the reportable issue. The base enclosure case was replaced for physical damage unrelated to the reportable issue. The device passed all final testing.